Event description:
Consumer contacted dexcom to report inaccurate bg values. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
Other serious (important medical events) - unchecked.